Event description:
During a pta treatment procedure, the distal tip of the balloon catheter fractured. The detached portion was about 1 cm proximal to the balloon. It is noted that the fracture occurred during preparation while the physician was attemtping to form the balloon catheter tip. Consequently, the device was never in contact with the pt. A new symmetry small vessel balloon was used to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.